Event description:
Caller reported a malfunction on the pump. Customer's blood glucose level exceeded 500 mg/dl, displaying as "high." To address the elevated blood glucose level, the customer administered a correction injection via multiple daily injection. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue recurred, with acknowledgment from the caller on the instructions provided.